Manufacturer narrative:
There are many factors that could result in the need to explant a bioprosthetic valve, the most common of which is regurgitation. This complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors. It is typically not related to product malfunction. In this case the surgeon reported that after 4 years, 10 months, and 28 days this device was explanted due to central regurgitation and perivalvular leak. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur due to a number of reasons, including technique and patient related factors. This device was not returned to edwards as the patient has a history of category a infectious diseases. The clinical statements cannot be confirmed and the root cause for pvl of this device remains indeterminable. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted five(5) years, one(1) month, five(5) days, was explanted. Further investigation revealed that the device was explanted due to paravalvular leak and significant aortic insufficiency. The explanted device was replaced with a 23mm pericardial tissue valve. The patient also underwent double coronary artery bypass graft with left internal mammary artery to the lad and saphenous vein graft to the obtuse marginal coronary artery. Intraoperative tee showed a well-seated bioprosthetic valve with no perivalvular leaks. Patient was transported to the (B)(6) in stable condition. The patient was noted to have done rather well posteroperatively. In addition, postoperative transthoracic echocardiogram showed the bioprosthetic valve in the aortic position was normal with no regurgitation. This (B)(6) male's pertinent medical history includes; hypertension, paroxysmal atrial fibrillation tachycardia, coronary artery disease, peripheral arterial disease, aortic insufficiency, and aortic stenosis.